Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported cardiac tamponade is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
It was reported while performing ablation in the left ventricle with a cool path ablation catheter, a cardiac tamponade occurred. While performing the eighth ablation application in the left ventricle with generator settings of 40 watts and 45 degree celsius, the distal part of the cool path catheter appeared outside of the ensite navx left ventricle geometry. At that time, the pt became hypotensive and a cardiac tamponade was confirmed. A pericardiocentesis was performed and the pt stabilized.